Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device upgrade procedure, the right atrial lead had dislodged. The lead was explanted and replaced. No further information was available.